Event description:
The manufacturer received information alleging a ventilator was not delivering tidal volumes. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering tidal volumes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's the blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan both fans, muffler assembly outlet side panel, housing, fio2 housing, tubing were needs to be replaced due to contamination, which was not related to the malfunction/issue.